Event description:
Pt reported, that she was experiencing acute pain, swelling and bruising since undergoing a contour thread procedure in "2006" performed by dr. Pt is extremely upset with how she looks and was informed by dr's nurse that these symptoms were all part of the healing process. Pt reported, that threads became so bothersome that dr. Suggested having them removed. The physician could not remove all the threads but did remove pieces of them. Pt continues to experience acute pain and will need additional evaluation.

Manufacturer narrative:
Pt reporting problem could not supply the lot code info to surgical specialites corporation (dba angiotech) therefore we were not able to review the device history records for the product used on this pt. Midface lift, brow lift, neck lift, bi directional midface contour thread.